Event description:
It was reported that the tip of the tapper was "gapped as circled". Although the instrument was used in surgery, no patient complications were reported.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
The device was returned for evaluation. Visual and optical examination of instrument confirms tip of the tap is plastically deformed and splayed, with the guidewire. Tip splay or trumpeting of the tip is indicative of off-axis use of the tapping instrument with respect to guidewire.